Event description:
It was reported that when the y-connector was removed from the existing lead, insulation damage was noted. The insulation was peeling off and a break was noted. The lead was repaired using a repair kit and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.